Event description:
The pt's mom/rptr alleged that the buttons on the keypad do not respond. During troubleshooting, the ok and arrow buttons was not responding. There was product misuse. The keypad appears to be "wrinkled" at the top and bottom, but there was no sign of peeling. Furthermore, there was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: there was no trauma to the keypad. The "down/up/ok" buttons were intermittently responsive. The keypad was removed for further investigation. During the visual inspection, the "down/up/ok" buttons were noted to have contamination.